Event description:
The field svc engineer (fse) was on site for surgery day attendance and noticed the laser intermittently stopped firing during multiple procedures. The fse advised the site to press ablate and the site was able to continue. Follow-up with the system operator indicates on each laser not firing incident, they were able to continue after pressing ablate. The system operator stated the surgeon was satisfied with the pt's outcomes and the pts were not harmed or injured by these events.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA in which the agency informed alcon that (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting from 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field svc engineer was on-site and observed the laser not firing events during the surgeries and during testing following the end of the surgery day. The fse replaced the thyratron to correct the intermittent problem. Two test surgeries were completed with no problems and a successful system verification was performed. The returned thyratron was installed in a test chassis and the laser was fired. Results indicated the thyratron would intermittently cause the laser to stop firing. Conclusion: based on the investigation results, the root cause was found to be component related, specifically a faulty thyratron.